Manufacturer narrative:
There was no indication of any malfunction of the device.

Event description:
Allegedly, the decedent underwent an exploratory laparotomy and abdominal myomectomy on (B)(6) 2012 and the pathological examination of the biopsy revealed leiomyosarcoma. On (B)(6) 2012, she underwent a laparoscopic hysterectomy and the doctor used both ethicon and karl storz morcellators for tissue removal. After numerous procedures and chemotherapy treatments, she passed away on (B)(6) 2014.